Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, has been returned for evaluation. Visual inspection reported housing damaged, and bad odor. Functional evaluation confirmed the device failed to generate negative pressure, establishing a relationship between the device and the reported event. The root causes identified as a component failure and maintenance. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, during service evaluation, a renasys go pump was unable to generate and control negative pressure, and it was noticed to be emitting odor. No case involved; therefore, no patient was involved.